Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient's spouse, on (B)(6) 2025, the patient experienced shaking hands, was agitated and felt weak. The patient started to see black but never lost consciousness. A fingerstick was taken by the reporter and the cgm was reading 7.5 mmol/l and the blood glucose reading was 2.3 mmol/l. The patient was assisted by the reporter with drinking apple juice and ate a full breakfast after which the patient recovered. At the time of the report the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.